Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350-2024-00254. G2, country event occurred in: netherlands. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery that the unit was not functioning properly; faltering. After follow up it was determined that the device seem to have loss power. There was no harm or injury to the patient as there was no patient involvement. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: a3, b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h10, h11. Review of the most recent repair record determined the motor failed (0rpms).the motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.